Event description:
It was reported that on (B)(6) 2015, the patient presented with an uncomplicated type b dissection that was previously treated endovascular. A reintervention was performed with three conformable gore® tag® thoracic endoprostheses (ctag) in the distal descending thoracic aorta (z4). On (B)(6) 2017, an aorto-bronchial fistula was identified at the level of the proximal descending thoracic aorta and it was stated that the fistula was not in the treatment area. It was stated that no treatment was possible, and that the patient decided to discharge itself on (B)(6) 2017.

Manufacturer narrative:
Medwatch # 2017233-2020-01030 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2015, the patient presented with an uncomplicated type b dissection that was previously treated endovascular. A reintervention was performed with three conformable gore® tag® thoracic endoprostheses (ctag) in the distal descending thoracic aorta (z4). On (B)(6) 2017, an aorto-bronchial fistula was identified. It was stated that no treatment was possible and that the patient decided to discharge itself on (B)(6) 2017. The patient expired on (B)(6) 2017.